Manufacturer narrative:
Product implicated is 3.5 french dual lumen catheter. Returned for eval is catheter, which is in two pieces. Proximal section (including hub) measures 6.5cm and distal section (tubing only) measures 43.7cm. Sutures are located 4cm from distal end of catheter tubing. Lot history review was not possible since no lot number was indicated. Catheter separated at hub-tubing joint. Under 30x magnification, texture at break point appears granular and dull with some spots of jaggedness. Tactile inspection indicates tubing is severely elongated and appears necked down proximal to break site. Ends appear to mate. These signs indicate typcial tensile break. Complaint is confirmed, as catheter did break. This complaint should be recorded as user-related since catheter was pulled apart.